Event description:
It was reported to philips that the system was having an issue with low disk space, which would prevent imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information coronary surgery was performed when the issue happened. The procedure was complete by deleted patient data. A philips field service engineer (fse) inspected the system onsite and confirmed that the disk space is low. Upon some functional test, fse found that the disk is full. Fse recreated the image of the store. On 02nd january the issue re occurred. Fse replaced the ippc and reinstalled the software. After the replacement of the ippc, the system returned to use in good working order. The defective part was returned for analysis, and it confirmed that ip pc no hdd was the failed. The codes were updated based on the investigation outcome.